Event description:
It was reported that during da vinci assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report image was flickering. Tse guided caller checked surgeon side console (ssc) image, caller stated it had same issue. Tse guided caller reset scope and checked camera cable. Caller followed. Site rebooted system as well. Procedure could be completed as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the lamp illuminator to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.